Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, a suture break was noticed was noticed for three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated . The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices with the same reported issue are filed under separate medwatch report numbers.

Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.